Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient's infusion set's tubing detached at the site from his body as he bumped. The site location was his leg. There was stress/ pull on the tubing as he bumped. Currently, his blood glucose level was 191 mg/dl. No further information available.